Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. As per preliminary evaluation of the esheath, the tip is unexpanded. If the valve was actually pushed through the esheath and then the valve frame strut bent, or if the valve got stuck inside the esheath and frame bent unfortunately cannot be clarified anymore. During visual inspection of the returned valve the crimped valve was observed protruding through the sheath liner. One bent strut was seen on the inflow side, which remained bent after the valve was expanded. Multiple struts were exposed through the skirt, normal after crimp and use. The valve leaflets were wrinkled and dehydrated due to storage conditions during the return handling process. The valve frame was slightly distorted / canted. No functional or dimensional testing were able to be performed due to the return condition of the valve. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and reveal no other complaints relating to the valve frame damage. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation training manual, and procedural training manual were reviewed. During delivery system insertion through the sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The valve frame damage was confirmed based on the evaluation of the returned valve. A review of DHR, lot history and manufacturing mitigation did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. It was reported that 'resistance was encountered while advancing the commander delivery system with crimped valve through the esheath. After reaching the descending aorta with the commander delivery system with crimped valve, a bent valve frame strut was noticed.' However, the return valve was stuck within the sheath which indicated the valve never reaching the descending aorta. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, it is likely that resistance was encountered during the delivery advancement, and excessive force was applied to overcome the resistance, the valve caught within sheath housing. Subsequently, additional manipulation and/or force could result in bent strut as observed. Although a definitive root cause is unable to be determined at this time, available information suggests that procedural factors (high push force, excessive manipulation) may have contributed to the complaint event.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case resistance was encountered while advancing the commander delivery system with crimped 29mm sapien 3 valve through the esheath. After reaching the descending aorta with the commander delivery system with crimped valve, a bent valve frame strut was noticed. It was decided to retrieve the system. The valve could be retrieved back into the esheath tip and all devices were removed together as a unit. No vessel injury occurred. New devices were prepared and then the valve was successfully implanted.

Manufacturer narrative:
Investigation is ongoing.